Event description:
The facility representative reported to baxter (B)(4) technical services an infusor pump with an occlusion that failed to alarm. The reported condition occurred upon power up in the biomed service department. There is no patient involvement, no patient injury or medical intervention occurred.

Manufacturer narrative:
(B)(4).a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Manufacturer narrative:
The device is not available for evaluation, therefore the reported condition cannot be confirmed or duplicated and an assignable cause cannot be determined. Should additional information become available a follow up medwatch will be submitted. (B)(4).